Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the cause of the implant depleting too quickly was because it won¿t charge. Patient also noted that the issue had been resolved.

Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. Patient reported that the recharger was not working right because it was taking them longer to charge the ins. Patient confirmed that they always get 8 coupling bars. Patient reported that it seems their implant was depleting more quickly than usual, further stating that the implant had depleted to off on friday. Patient was able to charge implant back up to 80%, turned ins back on but by today patient was down to under 25% already. Patient stated that today it has taken them over an hour to charge their ins to 25%. Recharging best practices were reviewed for the patient and it was also reviewed how patient's settings can impact depletion rate of the battery. During the call patient was actively charging ins w 8 coupling bars and got up to 50% charged. It was reviewed for the patient that it appeared the recharger was working properly, further stating that if patient did not reach 100% in 3.5 hours , patient can call back to have the recharger assessed. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.